Event description:
The customer reported that the enteral feeding pump was heating up, smoke was coming out and had a burning smell. There were no signs of fire but some smoke and a burning smell.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit was heating up, smoke was coming out and had a burning smell. There were no signs of fire but some smoke and a burning smell.¿ the unit was triaged and the customer¿s reported condition was confirmed. The root causes are shorted component, damaged printed circuit board and back housing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.